Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 1989. PMA/510(k) number . Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00799 & 02813).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a right total hip arthroplasty in 1989. Subsequently, patient was revised on (B)(6) 1998 due to an unknown reason. Patient underwent another revision procedure on (B)(6) 2008, due to poly wear, instability and pain. The acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00799-2 / 02813-1).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a right total hip arthroplasty in 1989. Subsequently, patient was revised on (B)(6) 1998 due to an unknown reason. Patient underwent another revision procedure on (b)6() 2008 due to poly wear, instability and pain. The liner, locking ring, and modular head were removed and replaced. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2008 due to sublaxation and pain. Operative report further noted damage to the locking mechanism of the constrained liner and loose cerclage wires during the revision procedure.